Event description:
Discordant, falsely low calcium results and discordant, falsely elevated potassium (k) results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). A different aliquot of the sample was repeated on the same instrument, resulting as expected. The original aliquot of the sample was then repeated on the same instrument, resulting without change from the initial results for ca and higher for k. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant ca and k results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced and aligned the aliquotter due to a clot and carryover. The cause of the discordant ca and k results was related to a clot in the aliquotter. The instrument is performing according to specifications. No further evaluation of the device is required.